Event description:
The customer alleged a damaged flexible ureteroscope. The customer stated that there were no cancellations. The customer described that a rubber coating on the scope was peeling off, showing the metal underneath. The customer stated that the manufacturer of the scope approved its use in a sterrad unit. There were no reports of injuries from the event.

Manufacturer narrative:
The customer did not believe that the unit caused the issue.